Manufacturer narrative:
Correction to d1, d4: catalog number. Additional information: b5, d10, h3,h4 h6 (method, results, and conclusions). (B)(4). This could possibly be caused by uses over time changing the material properties, or a high level of force applied during surgery. Additionally, the complaint specifies that the handles were used during a revision surgery, which would likely contribute to the failure. Since the drivers were used in revision surgery, the screws likely had some bone growth, making it more difficult to manipulate the screws using the drivers. A definitive root cause cannot be identified. (B)(4).

Event description:
It was reported that during the procedure the tip of the polaris plug driver and the tip of the polaris dorsal height adjuster broke. The broken pieces were retrieved and the case was completed with an alternate device. A second polaris plug driver was reported as worn. However, device evaluation by a zimmer biomet employee found the tip to be deformed. This is report three of three for this event.

Event description:
It was reported that during the procedure the tip of the polaris plug driver and the tip of the cypher dorsal height adjuster broke. The broken pieces were retrieved and the case was completed with an alternate device. This is report two of two for this event.

Manufacturer narrative:
D4: lot number: px85g. G4: 8/9/2020.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2020-00394.

Event description:
It was reported that during the procedure the tip of the polaris plug driver and the tip of the cypher dorsal height adjuster broke. The broken pieces were retrieved and the case was completed with an alternate device. This is report two of two for this event.